Event description:
It was reported that pump battery did not charge properly and charging connection was unstable due to visibly damaged usb port, requiring caller to hold cable or position pump carefully for charging, although pump did not shut down and remained able to power on. There was no reported impact to the customer¿s blood glucose level. Caller used manufacturer charging equipment, confirmed pump was under warranty, and agreed to use multiple daily injections as backup therapy; technical support instructed caller on correct usb insertion, placing pump into storage mode, programming settings and reconnecting continuous glucose monitor on replacement pump, and arranged shipment of replacement pump with instructions to return problematic pump using prepaid label within 10 days.